Event description:
It was reported that this pacemaker exhibited fluctuating pacing impedances and pacing thresholds on the right ventricular (rv) channel. One pacing impedance measurement was high and out of range. Boston scientific technical services (ts) was consulted and provided troubleshooting recommendations. The make of the rv lead is unknown. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited fluctuating pacing impedances and pacing thresholds on the right ventricular (rv) channel. One pacing impedance measurement was high and out of range. Boston scientific technical services (ts) was consulted and provided troubleshooting recommendations. The make of the rv lead is unknown. This pacemaker remains in service. No adverse patient effects were reported. This supplemental report is being filed to provide an updated code.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that this pacemaker exhibited fluctuating pacing impedances and pacing thresholds on the right ventricular (rv) channel. One pacing impedance measurement was high and out of range. Boston scientific technical services (ts) was consulted and provided troubleshooting recommendations. This pacemaker remains in service. No adverse patient effects were reported. This supplemental report is being filed to provide an updated code. Additional information noted that most recently noise was seen via remove monitoring on the right atrial channel. A request for review was sent to technical services (ts). Ts confirmed out of range values on the right ventricular lead and a possible right atrial lead malfunction. In addition, noise was seen on the right ventricular channel which could indicate a possible right ventricular lead issue. The leads are competitor, and at this time no changes were made.